Event description:
While the surgeon was drawing the suture it is believed the t1 anchor broke from the suture. The suture was returned to smith & nephew and examined but the t1 anchor remains in the pt. There was no pt injury or procedural delay reported. The case was completed successfully using a second device.